Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, capsular contracture baker grade iii, and "breast volume increase".

Event description:
Healthcare professional reported, left-side pain, capsular contracture baker grade iii and "breast volume increase." The device remains implanted.